Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. This medium-priority alarm is associated with the ventilator's internal self-check system. Possible causes include electrical connection issues, dirty or obstructed flow screens, or problems with internal tubing. The device was put through extensive testing including stress testing and revealed the compressor was making a rattling noise. Even though the device was not exhibiting a fault during evaluation, internal inspection observed a pinched compressor cable. The compressor assembly was replaced proactively. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a 58-year-old female patient, the device displayed a "compressor fault-2001 " error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to treat a 58-year-old female patient, the device stopped ventilating and the displayed an unrecognized "short in system" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.